Manufacturer narrative:
Additional h.9 correction removal numbers: z-1347-2022, z-1350-2022, this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2002.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting during 2013 to the abdomen using legacy coolmax applicators, in 2014 to the abdomen using legacy coolcore applicators, and in 2015 to the arms using coolfit applicators, to the bra roll using legacy coolcore, and to the submental using coolmini applicators, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2016. Ph was described as much firmer than surrounding tissue and visually unattractive. The patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the bra roll and arms. Ph to the bra roll recurrence post corrective procedure reported by patient.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting during 2013 to the abdomen using legacy coolmax applicators, in 2014 to the abdomen using legacy coolcore applicators, and in 2015 to the arms using coolfit applicators, to the bra roll using legacy coolcore, and to the submental using coolmini applicators, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2016. Ph was described as much firmer than surrounding tissue and visually unattractive. The patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the bra roll and arms. Ph to the bra roll recurrence post corrective procedure reported by patient.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting during 2013 to the abdomen using legacy coolmax applicators, in 2014 to the abdomen using legacy coolcore applicators, and in 2015 to the arms using coolfit applicators, to the bra roll using legacy coolcore, and to the submental using coolmini applicators, who developed paradoxical hyperplasia (pah/ph) in may 2016. Ph was described as much firmer than surrounding tissue and visually unattractive. The patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the bra roll and arms. Ph to the bra roll recurrence post corrective procedure reported by patient.